Event description:
It was reported to resmed corp., that the astral device stopped ventilation. Per the reporter, the pt's ventilator shut down during use after an audible alarm sounded three times. There was no pt harm or injury reported as a result of this incident.